Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 and 3.2 had failed and the pockets were not detected on bus. A field service engineer removed all pockets, cleaned debris from the trays, and verified that the firmware was updated. During the acceptance test, the drawer 3.2 pocket b3 was not shown on the cubie pocket map. The engineer then shut down the station, removed all pockets to release pocket b3 from underneath the tray, and reinserted the pockets, which resolved the issue. A working pocket 1x2 was tested in the b3 position and functioned successfully. The customer recovered drawer 3.2 pocket b3 by selecting pocket not there and then reloaded the medication into another drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed, required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.